Manufacturer narrative:
The MFR's service rep performed an onsite investigation. The rep found the surge suppressor pcb was faulty. Pcb was replaced. The system was tested and operated as intended.

Event description:
The customer reported, the 2800 system workstation failed to boot up. No report of pt injury.